Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the polytetrafluoroethylene (ptfe) is still holding the two ends together. There is a flat spot on the distal shaft 14.1cm from the tip. Microscopic inspection revealed that the tip is damaged and slightly flattened. There is a scratch mark along the distal shaft starting 2mm from the tip and is approximately 18mm long. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter was fractured. A 145 guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that catheter was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the catheter was fractured. A 145 guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that catheter was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.